Event description:
According to the reporter: the slow green flashing light occurred. The ralc was attached and was placed on foam for testing. The green lights were flashing slow before firing. When the button pushed for firing, the staples deployed as straight legs. The green light was still flashing slow and a second reload was attached and fired properly. A crunching noise was heard. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).